Manufacturer narrative:
Corrections: h10 a supplemental report is being submitted for corrections. H10 as a result of review on the complaint file, this report contains an update to the FDA results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Additional product second bat591274 d4 serial # corrected from bat591274 to bat204929. Additional product bat204978 h4 manufacture date corrected from 12-dec-2017 to 28-feb-2015. Additional products: d4: serial #: (b(6) d4: serial #: (B)(6) h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 12, 133 d4: serial #: (B)(6) h4: mfg date: 28-feb-2015 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller and batteries (bat591274, bat204929, bat591272) passed visual inspection and functional testing. Failure analysis of bat204978 revealed that the unit passed functional testing. Visual inspection revealed an illegible release indicator on the output cable. This observation is not related to the reported event and can be attributed to patient use or due to wear. Additionally, it was observed that bat204929 and bat204978 had exceeded the useful operating life of 500 charge and discharge cycles. This observation is also not related to the reported event and can be attributed to the batteries reaching the end of their useful life. Revie w of the controller log files revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed multiple controller power-up events recorded during the analyzed period. Momentary disconnections involving all four batteries were recorded leading up to several of the losses of power. Additionally, several controller power-up events were recorded while the rsoc of the connected batteries was approaching 0% rsoc. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power-up events. The final controller power-up event on (B)(6) 2019 was recorded at 17:08:12. The controller remained without power until the next controller power-up recorded on (B)(6) 2019 at 14:11:39. No data was logged while the controller was without power which may have been perceived as the reported data transfer issue. Analysis of data logs did not reveal any anomalies involving the battery. As a result, the reported power consumption issue could not be confirmed. A review of the alarm file revealed 115 critical battery alarms involving bat591274 and 42 controller fault alarms logged between (B)(6) 2019. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). The cont roller fault alarms were of types uic_run_time_failure, sys_uic_ power_ out_ of_range and sys_uic_aps_fail. Controller fault alarms of these types will occur if the batteries are approaching 0% rsoc. As a result, the reported ¿controller fault alarms¿, ¿loss of power¿, ¿critical battery alarms¿ and the ¿data transfer issue¿, events were confirmed. The is no evidence a power source lubrication procedure was performed on the associated devices. The most likely root cause of the critical battery and controller fault alarms can be attributed to the patient allowing batteries to deplete below 10% rsoc. Possible root causes of the loss of power events can be attributed to the patient allowing batteries to deplete below 10% rsoc, a disconnection of both power sources and/or to intermittent disconnections on both power sources. The most likely root cause of the data transfer issue can be attributed to controller being without power. Internal investigation was initiated to capture events involving the controller losing power. Internal evaluation investigated momentary disconnections. Additional products: d4: serial or lot#: (B)(4) d10: yes, return date: 03 sep 2019 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 19 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 29 feb 2016 / serial or lot#: (B)(4). UDI #:(B)(4). D10: yes, return date: 29 aug 2019 h3: yes h4: mfg date: 28 feb 2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31 dec 2018 / serial or lot#: (B)(4). UDI "(B)(4) d10: yes, return date: 29 aug 2019 h3: yes h4: mfg date: 12 dec 2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 29 feb 2016 / serial or lot#: (B)(4). UDI #: (B)(4). D10: yes, return date: 29 aug 2019 h3: yes h4: mfg date: 12 dec 2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213, 135, 213 h6 FDA conclusion code(s): 12, 19, 133 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported three batteries were returned to the manufacturer due to associated product and end of useful operating life. The batteries subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31 dec 2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 11 dec 2017. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power loss, controller fault alarms, and a data transfer issue. One battery exhibited inappropriate critical battery alarms, and power consumption issues. The controller and battery were exchanged. No patient complications have been reported as a result of this event.